Manufacturer narrative:
Patient age/date of birth is unknown; patient described as older (B)(4). Device was reportedly not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a long trochanteric fixation nail (tfn) procedure on (B)(6) 2016. An x-ray was taken on (B)(6) 2016 at the apex of the femoral head and showed that the helical blade had either migrated or cut out through the femoral head. Revision surgery took place on (B)(6) 2016 and the implants were not required to be removed, the surgeon was able to adjust existing implants. Concomitant device reported: nail (part 456.360s, lot unknown, quantity 1); locking screw (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).